Event description:
The prosthesis was in place, but it was impossible to deploy it. Very hard deployment plunger. Prosthesis removed and replaced with another. "As per cc from": the prosthesis was in place, but it was impossible to deploy it. Very hard deployment plunger. Prosthesis removed and replaced with another. Lab evaluation date: (B)(6) 2022. Visual inspection: broken flexor at clear section , lock wire still in place on return functional inspection: handle actuating fine but not able to deploy the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. "At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal?" During stent placement. "What endoscope type and channel size was used?" 4,7. "Details of the wire guide used (diameter, type, make)?" Jaguire 0,35. "Was the zip port facing upwards and slightly curved when backloading the wire guide?" No. "Did any part of the stent contact the patient¿s anatomy when the complaint occurred?" Yes. Please advise the anatomical location of the intended target site: bile duct. "How long was the stent in the patient by the time this complaint occurred?" I don¿t know. "Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day?" Same procedure. "Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)?" No. Stricture information: "what was the length and diameter of the stricture?" I don¿t know. "Where was the stricture located in the body?" Bile duct. "Was there resistance felt passing wire guide through stricture?" No. "Was there resistance felt passing the evolution through stricture?" No. "Was the stricture dilated before stent placement?" No. Questions related to during insertion into patient: "was the product inspected for kinks or damage before use?" Yes. "Was resistance felt during insertion into patient?" No. Questions related to during stent placement: "did the product fail during stent deployment or recapture?" Deployment. "Was the directional button pressed during use?" Yes. "Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure?" No. "Was the yellow marker kept in view during deployment?" Yes. "Are images of the device or procedure available?" No.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
Device evaluation: 1 unit of evo-fc-10-11-8-b lot c1879012 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 09 may 2022. On evaluation of the device the following was observed. Lab evaluation date: 09 may 2022. Visual inspection: broken flexor at clear section , lock wire still in place on return functional inspection: handle actuating fine but not able to deploy the stent. Documents review including IFU review: prior to distribution evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of c1879012 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1879012. It should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." The instructions for use also state ". With elevator open , advance device until endoscopically visualized exiting endoscope" there is not sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. There may be several possible root causes , a possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor kinking/breaking. Another possible root cause may may be the position of the elevator, from additional information received the position of the elevator was unknown "what was the position of the elevator? N/a." Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.